Event description:
It was reported that the coverplate snapped when the surgeon applied pressure to it. It was removed and another coverplate was used. No patient complications were reported.

Manufacturer narrative:
(B)(4). Visual and optical examination identified coverplate fracture near implant centerline. Fracture surface examination identified brittle fracture with rays consistent with bend stress overload. The location, morphology, and direction of fracture is consistent with overload. A review of the device history records found no documentation to indicate a non-conformance to specification.